Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) turned off the device, removed the drawer, replaced the side rail plastic bumpers, secured the connection and rebooted the system. Fse performed hardware test application and confirmed that the issue was resolved. Fse also performed preventive maintenance and cleaned the cabinet. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height cubie drawer 4.1 had failed. The customer reported that the drawer required significant force to open, possibly due to a railing issue, and although it had not yet caused medication delays, the next medication would need to be dispensed from that drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.